Event description:
Customer states pt reportedly received results of 362 mg/dl and 170 mg/dl on the inform sys and 144 mg/dl on lab value within 10 mins. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.